Event description:
Rptr has been experiencing dizziness, vertigo and blurring vision for the past two months. Various doctors haven't been able to diagnose the problem. She feels that these symptoms might be related to her implants, along with several other symptoms that have presented on and off for the past several years. These included itching, easy bruising, headaches, fatigue, hair loss.